Event description:
It was reported that during routine maintenance, the motor device was "reporting an e6 error." No injuries or medical intervention were reported. The device was not used in surgery. No user report was filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service however did not meet manufacturing specifications during pre-repair assessment. The reported condition of error 6 was duplicated during pre-repair assessment. Reliability engineering evaluated the device and confirmed the reported condition. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.